Event description:
On (B)(6), this patient underwent endovascular treatment for a chronic type b aortic dissection and a descending thoracic aortic aneurysm and was implanted with two conformable gore tag thoracic endoprostheses. On (B)(6) 2013, the patient underwent reintervention to treat aneurysm enlargement of 2cm that had occurred between the patient's (B)(6) 2013 follow up visits. Two additional conformable gore tag thoracic endoprostheses were implanted. The aneurysm enlargement was reported to have been caused by persistent flow of the false lumen. The patient tolerated the procedure and has been discharged to home.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.